Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device randomly showed disconnected mode. A technical support specialist (tss) dialed into the device and confirmed that the station central processing unit (cpu) uptime was 23 days. The windows server update services (wsus) tab indicated that a reboot was pending. The station was rebooted to apply the patches. The customer was advised to check the ethernet cable and data port for any issues. The customer later confirmed that the station was functioning properly after swapping out the cable and port. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es mb-orpas6 had a recurring issue with losed connection to the es server. The customer confirmed that this does not appear to be a network issue, as they were able to remotely access the device itself. The station would randomly switch to disconnected mode and later reconnect to the es server on its own. However, there were no delays or adverse events or injuries reported based on this event.